Event description:
It was reported that incorrect measurement occurred. The target lesion was located in the left anterior descending (lad) artery. The avvigo plus multi-modality guidance system was selected for use in a procedure. During the procedure, there was a misalignment in the length measurement between two runs. The procedure was completed with this device. There was no patient complication and the patient fully recovered.

Manufacturer narrative:
D2b pro code (product code): dqk, dsk. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: service history was reviewed for the avvigo plus mob system china sn# (B)(6) and there were no service records after (B)(6) 2025 when the console was last serviced. As there were no cases or complaints created for the alleged unit prior to the currently reported events to suggest performance issues, it was considered fully functional with no issues from that date until the reported event date of 30dec2025. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the cause of the reported event is unknown. Device was not returned for analysis. The investigation conclusion code of cause not established was selected.

Event description:
It was reported that incorrect measurement occurred. The target lesion was located in the left anterior descending (lad) artery. The avvigo plus multi-modality guidance system was selected for use in a procedure. During the procedure, there was a misalignment in the length measurement between two runs. The procedure was completed with this device. There was no patient complication and the patient fully recovered.

Manufacturer narrative:
D2b pro code (product code): dqk, dsk.